Manufacturer narrative:
Additional information: a correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The evaluation of the lvas did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported driveline infection and elevated lactate dehydrogenase could not be conclusively determined. Driveline infection and hemolysis are is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange of (B)(6) 2016 was reported under medwatch MFR# 2916596-2016-01069. (B)(4). Approximate age of device: 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a past medical history of non-ischemic cardiomyopathy, secondary to adriamycin toxicity after being treated for childhood rhabdomyosarcoma. The patients post-lvad course had been complicated by pump thrombosis, and on (B)(6) 2016 the patient received a pump exchange. It was reported that on an unspecified date after the lvad exchange, the patient experienced a driveline infection. The patient experienced persistent pain at the lvad insertion site and presented after routine blood work revealed a significantly elevated lactate dehydrogenase (ldh) level greater than 4000 u/l, and a low inr. The patient reports feeling well and denies new chest pain, shortness of breath, dyspnea, edema, orthopnea, palpitations, lightheadedness or dizziness, implantable cardioverter-defibrillator shocks, lvad alarms, bleeding, or loss of consciousness. The patient underwent a pump exchange on (B)(6) 2016.